Event description:
A patient underwent a left hepatectomy during which a jp drain was placed. Prior to discharge 5 days after surgery, the jp drain was pulled, and did not appear to be the entire drain. X-ray and CT confirmed that a piece of drain was still in patient. A diagnostic laparoscopy for removal of the retained piece was completed, and the piece - the white part of the jp was removed. Other than a second procedure, the patient did not sustain any harm.